Event description:
It was reported that a tandem mobi cartridge alarm occurred, causing the customer's blood glucose value to show as "high," exceeding 500 mg/dl. The customer addressed the elevated blood glucose level by administering a correction injection via multiple daily injections and did not require assistance from a third party. Technical support confirmed the cartridge alarm and resolved the issue by sending a replacement pump, advising the customer on necessary steps for returning the problematic pump.